Event description:
A surgeon reported a patient had dysphotopsia following cataract extraction and intraocular lens (iol) implant surgery. The surgeon reported, he felt the patient's dysphotopsia was due trapped viscoelastic behind the iol. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/07/2009 and 04/20/2009 by phone, fax and mail. A completed questionnaire has not been received. (B) (4)